Event description:
Information was received indicating that during continuous infusion of blinatumomab for acute lymphoblastic leukemia a smiths medical cadd administration set was found to be leaking at the filter. It was reported that a new infusion was started with a new administration set. No adverse patient effects were reported.